Manufacturer narrative:
(B)(4). Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Laparoscopic prostatectomy - "(B)(6) was performing a laparoscopic prostatectomy when a (B)(4) trocar broke inside the patient. Applied red was not present. The trocar was already inserted and obturator was removed when the incident occurred. Based on information provided by the hospital, the cannula broke in half about 1/2 inch from the tip of the cannula. The broken piece was removed from the patient. The patient did not incur any injuries. I was not able to obtain information on whether there were any instruments inside the cannula of the trocar at the time of use or what caused it to break." Patient status -"no injuries".

Manufacturer narrative:
Additional information was requested from the customer and provided. Investigation summary: the incident product was returned for evaluation. Upon inspection, engineering confirmed that the cannula was fractured on the z-thread but was not broken in half or missing any pieces. Engineering also confirmed that the shield was dislodged from the cannula. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. The root cause of the damage to the septum and shield dislodgment is most likely due to instrument insertion, as confirmed by the customer in a follow-up email. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur. The root cause of the cannula fracture is likely due a variation in the manufacturing process. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.